Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, one image shows label confirming the code number (302543) and lot (2339560) and inside product is labeled 305242 batch 2339560, cannula tip is bent, and poorly assembled stopper are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Material 302543 and 305242 is the same product, 3ml ll 23ga 1in ptk 5, this product has always been packaged this way. Information is found in the configuration within the manufacturing system which is supported by the product master document where the components and documents related to each product are defined, for which rules out incorrect printing of codes as well as a possible product mix. Possible root cause for poorly assembled stopper is associated with lack of cleanliness in the rotating join, checking and cleaning the rotating joint discs will be implemented. For needle tip hooked is associated with entry of worn or damaged racks into production lines, manufacturing personnel have been notified and additional training to reinforce has been performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process for incorrect label.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 23ga 1in ptk 5 label content was incorrect. The following information was provided by the initial reporter translated from spanish to english: customer informs: I'm still having details on the syringes, no matter why this came out with details on the needles, I've attached photos of how I got the syringe and the needle. In different cases, the same batch. 1) syringe with plunger left out of place; 2) needle bent with burr at the tip. Impact on the patient: pain when injected. Additional information received on 29.nov.2023 translated from spanish to english: "I'm still having details on the syringes, no matter why this came out with details on the needles, I've attached photos of how I got the syringe and the needle. In different cases, the same batch." The product reported was catalog number 302543 and lot 2339560, which matches our system. However, for the same lot 2339560 in the photos it is possible to see the catalog number 302542 on the package. Thus, you could help us with the information below: · was the package (blister with 1 unit) with catalog information 302542/lot 2339560 received inside the box with catalog identification 302543 and lot 2339560? · did the customer receive any box (corrugated) with catalog ID 302542/lot 2339560? If so, could you share photos? A= an inspection was carried out on the product that we still have in our inventory of the batch in question, detecting the following: a: it is observed that in the secondary box (corrugated) the label information has lot 2339560 printed and catalog information ref 302543, while the part (syringe) contained therein has lot 2339560 printed and catalog information ref (B)(4) . Which we would have mixed sku or catalog number.